Manufacturer narrative:
Follow-up #1: date of submission: 03/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: during investigation, there was moisture corrosion inside the pump on the display, and on the boards. A leak test failed due to a crack in the pump case. There was a base crack between the case seal and the keypad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.